Event description:
It was reported that the patient experienced a heck of a shock during the trial. The patient had to turn stimulation down. The incident occurred when the patient got a restaurant pager while waiting for a table on (B)(6) 2013. The patient had not been shocked with the implant. The patient had an appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type lead. (B)(4).